Event description:
After using the midas rex drill with the burr hole perforator, the perforator snapped at the base while surgical tech [redacted name] and surgeon [redacted name] attempted to remove it from the midas. Perforator and midas worked with no issues while it had been in use, and no harm was delivered to the patient. Both pieces of perforator taken off surgical field and placed back in its original container, which was then placed in a biohazard bag. Given to [redacted name] charge rn so that it can be delivered to [redacted name] in the am. Perforator information as follows: medtronic easydrill cranial perforator 14 mm, ref dm0010faa, lot # 0461/24, exp. [Redacted date]. Manufacturer response for midas rex drill easydrill cranial perforator 14 mm, midas rex drill easydrill cranial perforator 14 mm (per site reporter) [redacted date] [redacted name] will be informing the mfg and asking if they want it returned.